Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: ¿ how many devices demonstrated the alleged deficiency? Approximately 12 suture ¿ did the event occur during one or multiple patient procedures? Multiple patient procedures ¿ what is the total number of procedures? Approximately 8 ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No, they were not previously reported ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify occured during use on the patient each time. One or two passes and the needle would pop off. ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No, the product is not available for return. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. They had an issue with the suture. The needle easily pops off. Doctor has been using this suture for many years and just recently had this issue. Numerous suture have been wasted because of the needle coming off before the suture is fully used. No patient consequence has been reported. Additional information was requested.